Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro device stayed "on" when the button was in the off position. This occurred outside of the patient, but not during the pre-test. A new kit and cord were used to complete the procedure. There were no patient effects. The product is not returning.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).